Event description:
The report received from the clinical study registry indicated that a pt had a myocardial infarction 38 months after receiving a cypher stent. The indication for the procedure is not known. The pt was on insulin prior to the procedure and received aspirin, clopidogrel, ace inhibitors, heparin and an unk gp iiia/iiib inhibitor during the procedure. A 3.0x18mm cypher stent was deployed at 12 atms to treat a lesion in the obtuse margin of the left circumflex described as 2.65 x 17mm long, smooth and eccentric with no angulation, totally occluded, moderately tortuous with a type b2 classification. Pre and post dilatation was not conducted and the timi was zero prior to the procedure and 3 after the procedure. No procedural complication was reported and the pt was discharged 6 days later on aspirin, clopidogrel, statins, beta-blockers and insulin. The pt remained asymptomatic at one-month, 6-month and 1-year follow up. However, at the 3-year follow up, it was reported that the pt was hospitalized for a myocardial infarction that required a percutaneous coronary intervention. No info was provided regarding the event.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within 30 days upon receipt.